Event description:
It was observed that during the device evaluation, the rigid video laparoscope had dirt on the objective lens, black stains under the cover glass, dents and scratches on the outer tube, and broken fibers. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The date of event is unknown. A supplement report will be submitted if provided. Based on the results of the investigation, the reportable events dents and scratches on the outer tube and broken fibers was cause traced to component failure. However, a definitive root cause for the reportable event dirt on the objective lens and black stains under the cover glass could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.